Event description:
The patient reported that he applied the pod on (B)(6) at 6:00pm. The next day he was vomiting and had diarrhea and his blood glucose was greater than 700 mg/dl. The pod was removed at 3:30pm. He was taken to the hospital by ambulance where he was diagnosed with diabetic ketoacidosis and treated with an infusion. His bg was lowered to 300 mg/dl by (B)(6) and he was released.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed tot he patient's diabetic ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.